Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over from meditech. Customer stated that new adt messages were coming through, but pharmacy order messages were not. Facility code 'uhjax' had not processed new order messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new admit discharge transfer (adt) messages were coming through, but pharmacy order messages were not, and the facility had not processed any new order messages, indicating a possible backlog or delay. A technical support specialist (tss) identified high central processing unit memory usage, increased the structured query language (sql) memory cap from 4096 megabytes to 8192 megabytes, and restarted the sql service. The tss verified that rde message timestamps aligned correctly afterward, resolving the delay. System connectivity, mbm feeds, and disk space were also confirmed to be healthy, and carefusion coordination engine (cce) mc showed no queue backlog. Later customer confirmed that orders were crossing over into pyxis and requested to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Additional information: section h imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over from meditech. Customer stated that new adt messages were coming through, but pharmacy order messages were not. Facility code 'uhjax' had not processed new order messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.